Manufacturer narrative:
The device was not returned for analysis. Hemorrhage is a known inherent risk of endovascular procedure and are documented in our device¿s instruction for use (IFU). Based on the reported information, there is no evidence suggesting that the device was defective, but rather a post procedure related event. The exact cause for the reported event is unknown. Linked with MDR: 2029214-2019-00859. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the post embolization procedure, the aneurysm ruptured. This event occurred after the treatment of anterior communicating artery and internal carotid artery. The aneurysm was unruptured and saccular. Max diameter 6.5mm and 12mm and the neck diameter was 3.6mm and 5mm. The distal landing zone was 2.1mm and the proximal was 2.4mm. The vessel anatomy was reported to have been moderate in tortuosity. The devices were prepared and used per the instructions for use (IFU). A continuous flush was used. Ancillary devices: qc-10-30, qc-12-40.

Manufacturer narrative:
Updated the following sections: b5 - additional information. D1 - brand name. D2 - product code. D4 - model #. G3 - PMA / 510(k) # linked with MDR: 2029214-2019-00859. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional event details: the patient was symptomatic, however, the exact symptoms were not reported. Medical intervention was provided, which consisted of occluding the carotid.